Event description:
Dr. (B)(6) performed a 1st mpj fusion on a 58-year-old male patient on (B)(6) 2019 at (B)(6) medical center. According to (B)(6) , our trilliant sales representative, the surgical site looked great at the two-week post-op appointment. However; when the patient came in at four weeks post-op, the 300-52-002 mpj plate was broken and screws were backing out. Dr. (B)(6) confirmed noncompliance. Fusion had not yet occurred. Dr. (B)(6) is planning to remove all trilliant hardware on (B)(6) 2019 and replate the site with synthes due to the fact that this patient weighs 350 pounds and needs a "thicker" mpj plate than what trilliant currently offers. Sales support has requested todd to return the removed hardware to corporate for review upon completion of the removal. Follow up received 11/25/19: the patient information, upon reviewing what was initially reported from the sales representative, was not able to be confirmed. The sales representative initially reported a 33 year old female (reference ccr (B)(4)) and later reported a 58 year old male (reference ccr (B)(4)). The patient information was not able to be confirmed.

Manufacturer narrative:
Investigation summary: an event was reported where a 300-52-002 mpj plate was broken 4 weeks post-operatively and the plate was broken and screws were backing out. Noncompliance was confirmed and fusion had not occurred. The hardware was removed and the site was re-plated using non-trilliant hardware as a "thicker" mpj plate is needed due to the patient weighing 350 lbs. Parts were returned to trilliant for evaluation and an investigation was completed. Review of the case details: no information was provided related to the initial implantation, and it can be assumed that the IFU was followed as the surgical site "looked great" at the two-week post-op appointment. Non-compliance was confirmed at the 4-week mark and fusion had not yet occurred. DHR review: a review of the DHR associated with the screws was not able to be completed as the lot numbers are unknown. The 300-52-002 plate was confirmed to be from lot tsl000319, which released 22 parts to inventory at revision c on 07/23/2013. One nonconformance ncr 13-066 was initiated due to parts failing for screw through hole diameter (11 parts were scrapped) and an additional 16 being identified as under specification for plate thickness (16 parts uai). See discussion in dimensional section on uai disposition. Visual/dimensional inspection: the parts were returned to corporate for evaluation and the plate was confirmed to be broken at two of the locking holes. The returned screws were visually reviewed and no gross deformities were observed. As the screws were not reported defective during implantation or removal and were not broken, the screws were not dimensionally inspected. The returned 300-52-002 plate was dimensionally inspected for both thickness features (12 and 13) as indicated by dwg 300-52-002 rev c, to which the lot was manufactured to. The remaining features were either not able to be evaluated due to the broken plate and are not considered related to the event. The plate was confirmed to be in specification for feature 12, but under specification for feature 13, the thickness in the center of the plate slightly below but on the region of the plate where the break occurred. As the plate did not break down the centerline where this feature is evaluated, but instead broke along the screw holes, it can be concluded that the uai disposition for plate thickness in the DHR review did not contribute to the event. Previous complaints review: the complaints log was reviewed for the past 12 months and identified ccr 19-03-006 as relevant. This ccr was reviewed and involved a 300-52-002 plate which was broken through the center. A high impact event was suspected as the root cause in that event, as the plate was implanted for over a year and a half and non-compliance was not suspected. Summary/root cause analysis: the DHR review, visual/dimensional inspection, and previous complaints review did not identify any additional information related to determining the root cause of the event. The event details specified that noncompliance was confirmed, which is the most likely root cause to the event of the plate breaking. Additional information: the patient information was reviewed and identified to be inconsistently reported from the sales representative. Patient information has been removed as it could not be confirmed.

Event description:
Doctor 1 performed a 1st mpj fusion on a 58-year-old male patient on (B)(6) 2019 at facility x. According to the associated trilliant surgical sales representative, the surgical site looked great at the two-week post-op appointment. However, when the patient came in at four (4) weeks post-op, the stepped mpj vlc gridlock plate, left (300-52-002) was broken and screws were backing out. Doctor 1 confirmed noncompliance. Fusion had not yet occurred. Doctor 1 is planning to remove all trilliant surgical hardware on (B)(6) 2019 and replate the site with a competitor's product due to the fact that this patient weighs 350 pounds and needs a "thicker" mpj plate than what trilliant surgical currently offers. Sales support has requested that the sales representative return the removed hardware to corporate for review upon completion of the removal. Additional information - 11/25/2019: upon review of what was initially reported from the sales representative, the patient information was not able to be confirmed. The sales representative initially reported a 33-year-old female (reference (B)(4), no MDR submitted) and later reported a 58-year-old male (this event). The patient information was not able to be confirmed.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-7 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) not reported. 2. Date of event (b3) is estimated to be (B)(6) 2019 as the exact day of (B)(6) is not known. The reporter said the event occurred four (4) weeks after (B)(6) 2019 , so (B)(6) 2019 has been entered per the guidance on date estimation in form 3500a. 2. Catalog # and serial # (d4) not utilized by trilliant surgical. 3. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 4. Reprocessor name and address (d9) n/a to this report. 5. Concomitant medical products and therapy dates (d11) not reported. 6. Section h9 n/a to this report. 7. No files attached to this report. Additional information provided in follow-up submission g1 - name, email, telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission.

Manufacturer narrative:
Investigation summary: an event was reported where a 300-52-002 mpj plate was broken 4 weeks post-operatively and the plate was broken and screws were backing out. Noncompliance was confirmed and fusion had not occurred. The hardware was removed and the site was re-plated using non-trilliant hardware as a "thicker" mpj plate is needed due to the patient weighing (B)(6) . Parts were returned to trilliant for evaluation and an investigation was completed. Review of the case details: no information was provided related to the initial implantation, and it can be assumed that the IFU was followed as the surgical site "looked great" at the two-week post-op appointment. Non-compliance was confirmed at the 4-week mark and fusion had not yet occurred. DHR review: a review of the DHR associated with the screws was not able to be completed as the lot numbers are unknown. The 300-52-002 plate was confirmed to be from lot tsl000319, which released 22 parts to inventory at revision c on (B)(6) 2013. One nonconformance ncr 13-066 was initiated due to parts failing for screw through hole diameter (11 parts were scrapped) and an additional 16 being identified as under specification for plate thickness (16 parts uai). See discussion in dimensional section on uai disposition. Visual/dimensional inspection: the parts were returned to corporate for evaluation and the plate was confirmed to be broken at two of the locking holes. The returned screws were visually reviewed and no gross deformities were observed. As the screws were not reported defective during implantation or removal and were not broken, the screws were not dimensionally inspected. The returned 300-52-002 plate was dimensionally inspected for both thickness features (12 and 13) as indicated by dwg 300-52-002 rev c, to which the lot was manufactured to. The remaining features were either not able to be evaluated due to the broken plate and are not considered related to the event. The plate was confirmed to be in specification for feature 12, but under specification for feature 13, the thickness in the center of the plate slightly below but on the region of the plate where the break occurred. As the plate did not break down the centerline where this feature is evaluated, but instead broke along the screw holes, it can be concluded that the uai disposition for plate thickness in the DHR review did not contribute to the event. Previous complaints review: the complaints log was reviewed for the past 12 months and identified ccr 19-03-006 as relevant. This ccr was reviewed and involved a 300-52-002 plate which was broken through the center. A high impact event was suspected as the root cause in that event, as the plate was implanted for over a year and a half and non-compliance was not suspected. Summary/root cause analysis: the DHR review, visual/dimensional inspection, and previous complaints review did not identify any additional information related to determining the root cause of the event. The event details specified that noncompliance was confirmed, which is the most likely root cause to the event of the plate breaking.

Event description:
Dr. (B)(6) performed a 1st mpj fusion on a (B)(6) male patient on (B)(6) 2019 at covenant medical center. According to (B)(6) our trilliant sales representative, the surgical site looked great at the two-week post-op appointment. However; when the patient came in at four weeks post-op, the 300-52-002 mpj plate was broken and screws were backing out. Dr. (B)(6) confirmed noncompliance. Fusion had not yet occurred. Dr. (B)(6) is planning to remove all trilliant hardware on (B)(6) 2019 and replate the site with synthes due to the fact that this patient weighs (B)(6) and needs a "thicker" mpj plate than what trilliant currently offers. Sales support has requested todd to return the removed hardware to corporate for review upon completion of the removal.